Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/21/2009 that a customer had an issue with a dialysis catheter. Customer states that the clear extension on the arterial line is deformed and kinked reducing clearance of blood during dialysis. This catheter was placed (B) (6) 2009 and replaced (B) (6) 2009.